Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
The customer reported an issue with the syringes and needles in the ancillary kit. What we are finding is some of the vaccine is being wasted because the vaccine is pooling in the hub location between the needle and the syringe. When we are vaccinating a large number of patients this will become a larger issue. No information was received regarding any serious injury as a result of this product malfunction. This complaint was initially reported to pfizer and pfizer forwarded to mckesson.